Event description:
The contact reported that his wife obtained lower blood glucose readings with test strips, lot 1m505a. Since opening the bottle of test strips approx one month ago, the pt has consistently obtained blood glucose readings in the 40 mg/dl range with test strips. Both the contact and pt think these readings are "too low." With the co rep the pt performed a side by side blood glucose comparison with the rep using quick strip and another test strips (both pt and contact cannot read lot number or expiration date code 6). She obtained test results of 2 and 104 mg/dl respectively. The desiccant is in the test strips bottle. The pt's meter is set to the appropriate code. Some time this week, the pt performed a check strip test and the result was in range (pt cannot remember specific result). The pt was unwilling to perform a check strip test with the rep.